Manufacturer narrative:
The recipient is reportedly not showing any signs of infection and no further medical attention is needed. Revision surgery is still under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.6. Additional information: section h.10 / h.11 and h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics was informed the recipient had some tissue buildup that was removed. The recipient was not explanted. The recipient remains implanted with device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing post auricular skin that is severely retracting into the mastoid at the implant incision site causing the implant to tilt into the dent. The recipient is using the device. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.